Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The patient was admitted to our hospital on (B)(6) 2026, and was administered intravenous medication as prescribed. Following standard nursing procedures, the nurse inserted a closed-system intravenous cannula into the patient and secured it properly. The fluid flowed smoothly without leakage. Later, while making rounds, the nurse noticed an abnormality in the infusion. Upon inspection, she observed that the needle cannula of the closed-system intravenous catheter had fractured, causing blood to leak out. The nurse immediately stopped the infusion, removed the broken cannula tip, and applied pressure to the site. She then promptly replaced the infusion set and the intravenous catheter, reinserted the cannula, and resumed the infusion, and reported the incident to the department.

Manufacturer narrative:
Investigation summary: no abnormality is found on process and retained samples and no similar complaints have been received from other hospitals regarding this batch of products. As the defective sample has not been received for further inspection and analysis, the fracture surface of the catheter is unclear and the usage condition of the sample is unknown, so the root cause of the catheter breakage cannot be confirmed. The plant will continue to track and trend for this issue.

Event description:
No additional information.